Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert while using the ilet and a cgm sensor expired alert, removed and replaced infusion supplies, changed the sensor, and then resumed insulin delivery; no leaks or kinks were observed, and the device displayed notifications consistent with an occlusion condition and a sensor expiration. Symptoms included hyperglycemia with blood glucose greater than 400 mg/dl. Outcomes included user-directed troubleshooting and education with supply and sensor replacement, continued monitoring, and subsequent confirmation that issues were resolved. Investigation included technical support review of the reported occlusion alert and sensor expiration with user-guided inspection of the infusion set and tubing and counseling on supply and sensor replacement. Investigation of this case revealed no evidence of infusion set leakage or tubing kinks, and the episode was associated with a reported occlusion alert and an expired cgm sensor, with the condition resolving after replacing supplies and the sensor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.